Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was reported as nov 28, 2018 in the initial medwatch. The correct date is nov 24, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device power was too low (weak). It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute (rpm) at 6.5 bar ± 0.2 bar. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.